Manufacturer narrative:
(B)(4). Batch # r93v6h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Investigation summary: four photos were provided; picture one shows a disassembled device with the jaws open. Picture two shows the handles of a device. The device is disassembled and it appears that the device is still inside the patient. Picture three shows an open jaws over tissue. Picture four shows the open jaws of a device with a green reload loaded. The reload can be seen with the tip missing as if was manually removed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what were the indications for surgery? Unknown. Was the bronchus and vessel being fired on at the same time? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Was the complete firing sequence able to be completed? No. Could the 4th stroke required to return the knife be completed? No. What troubleshooting steps were taken to open device prior to disassembly? Followed up IFU and our sales was on site. Did the device fully cut and staple? Unknown. Was any modification made to cartridge prior to use or was damage seen in photo due to attempts to open? Tried all the methods, followed up IFU to return the blade, but failed what is the current patient status? Stable and in hospital.

Event description:
It was reported that could not fire & could not return blade. During the vats lobectomy, when severing the bronchus and vessel with pse45a&ecr45g, could not fire. Changed another reload, still could not fire. Changed ec45a and ecr45g, after fired, found could not return the blade. Changed to open surgery, disassembled the device to try to engage internal component to return the blade, as the photo shows, but still failed, at last, used other medical device to open the jaw. The surgery delayed about 2 hours. The patient is stable and in hospital now.